Manufacturer narrative:
Continued e1 phone number: (B)(6). The events of autoimmune disorders, lymphadenopathy, infection (unknown onset), anaphylactic shock and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune disorders, lymphadenopathy, infection (unknown onset), anaphylactic shock, granuloma and rupture.

Event description:
Patient reported right side "recalled", ¿chronic inflammatory reaction¿, ¿chronically elevated inflammatory markers¿, ¿silicone and silicone materials leaking from your device into my body¿, ¿breast pain¿, "chest pain", ¿breast swelling¿, ¿skin itching¿, ¿itching rashes on breast skin¿, and "swollen lymph nodes¿. Patient also reported the following, which are all not device-related: ¿debilitating fatigue¿, ¿brain fog, memory loss, cognition problems¿, ¿hair loss¿, ¿insomnia and poor sleep¿, ¿severe dry eyes¿, ¿decline in vision, floaters, early bilateral cataracts, ocular hypertension¿, ¿fluctuations in blood pressure¿, ¿throat clearing, cough, difficulty swallowing, reflux, night sweats, heat intolerance, inability to sweat¿, ¿tinnitus¿, ¿food intolerances¿, ¿heart palpitations¿, ¿cold and discoloured hands and feet¿, ¿muscle pain and weakness¿, ¿joint pain¿, ¿easy bruising¿, ¿dysautonomia¿, ¿autonomic dysfunction¿, ¿vertigo¿, ¿headaches, migraines, ocular migraines¿, ¿persistent viral infections: shingles, cytomegalovirus, ebv¿, ¿shortness of breath¿, ¿allergies¿, ¿anaphylaxis reactions¿, and ¿numbness and tingling in limbs¿. Histology showed ¿outer surface is partially roughened. Inner surface is granular with possible microcalcification¿, ¿dystrophic calcifications¿, ¿silicone particles surrounded by multinucleate giant cells¿, ¿mild chronic inflammation¿. Device has been explanted.